Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting high out-of-range pacing impedance measurements on the right atrial (ra) lead for more than a year, exceeding 3000 ohms. Additionally, loss of capture (loc) was observed. Technical services (ts) reviewed the event and provided troubleshooting options. Subsequently, a revision procedure was performed and the product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting high out-of-range pacing impedance measurements on the right atrial (ra) lead for more than a year, exceeding 3000 ohms. Additionally, loss of capture (loc) was observed. Technical services (ts) reviewed the event and provided troubleshooting options. No adverse patient effects were reported. This crt-d remains in service.